Event description:
The customer reported multiple false positive results with the (binaxnow covid-19 ag card) performed on (B)(6) 2021. This report is two (2) of eight (8) and addresses lot 139821 . Confirmation testing was performed (perkinelmerand) generated (negative ).the customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR numbers:1221359-2022-01365 through 1221359-2022-01372.

Manufacturer narrative:
Correction : d2 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 139821 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 139821 and test base part number 195-430h / lot 135433a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 139821 showed that the complaint rate is 0.001%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.